Manufacturer narrative:
Insulin pump received with no button response due to flattened (act and esc) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to perform displacement, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 26 mg/dl, 80 mg/dl, 91 mg/dl. The customer was treated with food for low blood sugar. The customer stated that the drive support cap appeared to be normal. The product will be returned for analysis.